Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg site is sore to the touch. The pt indicated that for the last 4 months, she has been experiencing severe sweating regardless of stimulation being on or off. The pt stated the only time she does not experience the sweating is when her ipg is fully depleted. The pt desires to have her scs system explanted. The pt declined to meet with the sjm rep for reprogramming.